Manufacturer narrative:
Per tandem's t:flex cartridge instructions for use: "make sure that insulin is at room temperature before filling the cartridge." Per tandem's t:flex user guide: "humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours. No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated for 2 weeks. During a system check on (B)(6) 2015 with tandem technical support, the cartridge and infusion set functions as expected. Reportedly, the customer had loaded cold insulin into the cartridge and had been using the cartridge, infusion set tubing, and infusion set site for 4 days. The pump history indicated that the customer also changed cartridges between 2-6 days.

Manufacturer narrative:
(B)(4).